Event description:
It was reported that during the pre-test, the foley catheter balloon was bulged one side at the ratio of a 10:0 was confirmed. Per investigator's notification received on 21apr2025, it was reported that the difficult to deflate with returned syringe was during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter balloon was bulged one side at the ratio of a 10:0 was confirmed. Per investigator's notification received on 21apr2025, it was reported that the difficult to deflate with returned syringe was during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received four (4) photo samples. All photo samples showcase an overview of a temp sensing foley catheter with sample port connector and its packaging. Visual: received one (1) used temp sensing foley catheter with sample port connector and syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water) and the balloon concentricity was observed to be 90:10 as compared to attachment 1 of tm0300903 (rev 3). The balloon did not deflate passively in under five (5) minutes. Attempted to deflate balloon with in house luer lock syringe and solution could not be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Returned syringe could not withdraw solution passively. However, using the in house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10 ml of solution. This is out of specification which states, balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, the foley catheter balloon was bulged one side at the ratio of a 10:0 was confirmed. Per investigator's notification received on 21apr2025, it was reported that the difficult to deflate with returned syringe was during sample evaluation.